Event description:
The colonovideoscope was returned to the service center with a report of fault in angulation system. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was identified, in which residual liquid or foreign material coming out of the channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the residual liquid or foreign material come out of channel tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.